Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 44 mg/dl with unsteadiness while standing and walking. The patient reportedly provided self-treatment of food and drink. The reporter alleged the insulin pump was delivering unprogrammed bolus insulin deliveries while the pump was locked and in the carry pouch. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with history/settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the bolus history showed three manually programmed and fully delivered boluses. A replace cartridge was recorded and deliveries were resumed. The pump was run for 24 hours and no un-programmed boluses were delivered or recorded in the pump history. A manual 10 unit normal bolus and 10 unit audio bolus were successfully performed and recorded in the pump history. No hypersensitive or stuck keys were found to the keypad. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The history settings issue was unable to be duplicated during investigation.